Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: the device cut throughout the cut line. There were eroded and uneroded parts. The device has opened without any issue, no problem was seen. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: could you please provide more details to the complaint? What is meant by "there were eroded and uneroded parts" did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that there was a stapler firing problem. Patient was re-operated on and a stent was placed.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2022. Additional information received: the device has done the cutting process, the cutting process has been done along the whole line. There was a part with or without knurling. The blunt blade condition was absent in many cases. The device did not have any difficulty in opening, we did not experience any opening problems.

Manufacturer narrative:
(B)(4). Date sent: 9/7/2022 h6: medical device problem code.